Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the power switching board, dongle and pcba system interface board were replaced. The representative then returned to the site and replaced the pendant as a precaution. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system became unresponsive without prompt from the user. It was reported that the patient was in the procedure due to c1-c2 arthrodesis the surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient age and gender provided. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Additional information: patient ID and weight updated.